Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pjj540, and no non-conformances were identified six unopened samples and one empty labeled winding former of product were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested, and the following was obtained: unfortunately, unable to provide any additional information you requested regarding this item.

Event description:
It was reported the patient underwent an unknown procedure in 2020 and the suture was used. During the surgery, the suture broke. There were no patient consequences reported. No further information is available.